Event description:
It was reported that the jaw broke during use. The handle was inside of the patient's cavity when it failed to work properly. It was reported that no patient injury or medical intervention was reported. No part of the device fell into the patient.

Manufacturer narrative:
Pr (B)(4) supplemental emdr. Upon visual examination, the reported failure mode was confirmed. The distal end of the actuating rod had fractured, allowing the pin that joined the actuating rod to the movable jaw to separate from the actuating rod. This allowed the movable jaw to swing open enough to allow the pin to escape the movable jaw. The pin and the fractured segment of actuating rod were not returned with the remainder of the complaint sample. For the actuating rod to fracture a mechanical overstress event must have occurred. A mechanical overstress event can be described as an event that inflicts more stress/strain on the components than the material strength of the component. This was either caused by the actuating rod not being manufactured to its design strength, or its design strength being exceeded by the end user. First, concerning the design strength of the actuating rod, the actuating rod material was not made of a material that gets heat treated for strength, so there was not a process that can be missed that would cause it to be weaker than its design strength. The thickness of the remaining actuating rod material, at the pin hole location, was measured against product specifications and was found to be conforming. These measurements were performed with calibrated calipers. No evidence was found that material was not manufactured to its design specification. Next, concerning the design strength of the actuating rod being exceeded by the end user, this can occur in a single incident or a series of mechanical overstress incidents. When metal is strained it becomes deformed, elastically (reversible) at lower strain and plastic (not reversible) at higher strain. Repeated incidents of plastic deformation will eventually lead to ultimate failure. However, a single incident of adequately high strain will also lead to product failure. One possible cause of this plastic deformation may be mechanical overstress in the field. For this reason, the instructions for use (IFU) for this device states, ¿avoid mechanical shock or overstressing the device¿. Another possible cause was during loading and unloading of the cleaning and sterilization equipment, the open/movable jaw catches on the grating of the machine while the device is being forced in, and as a result, the movable jaw is pulled well beyond its designed range in the open direction and the actuating rod fractures when it can no longer follow the jaw backwards. Lastly, a review of the complaint history for this device was performed over the last 3 years. No other complaint were identified for sp90-7802, for any date code, from november 2017 to present, for a failure of the jaw or actuating rod. Based on the absence of evidence that the actuating rod was not manufactured to the design strength, the lack of opportunity for a missed process step to cause the actuating rod to not be manufactured to its design strength, and an absence of trending to indicate that there was an issue with the actuating rods for this product code, the most probable root cause of the reported failure mode was mechanical overstress. As a first time courtesy, a replacement device will be issued for this event. Please be sure to follow the device's IFU and refrain overstressing the device.

Manufacturer narrative:
Initial emdr pr 1878778. If any additional information becomes available or once the sample evaluation has been completed a supplement emdr will be submitted.

Event description:
It was reported that the jaw broke during use. The handle was inside of the patient's cavity when it failed to work properly. It was reported that no patient injury or medical intervention was reported. No part of the device fell into the patient.